Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The staple guide was observed to be detached from the instrument with proper weld marks. A pmv representative anvil was used for all functional testing. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the pushers advanced. An anvil attachment test was performed with an acceptable result. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected an unreported condition of disengaged staple guide that has no relationship to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a video-assisted esophagectomy, when creating a esophagus-gastric tube anastomosis, the anvil of the device is difficult to load. It was reported that the leg of the anvil were bent. Another device was used to resolve the issue. There was no patient harm.